Manufacturer narrative:
This is the same event as 3010536692-2014-01518.

Event description:
Allegedly, patient revised due to shedding of metal debris into the bloodstream; tissue damage, pain and decreased mobility.